Event description:
Report received of a tubing "rupture" during a CT injection. Multiple attempts have been made to obtain add'l info from the customer. The attempts have been unsuccessful thus far. There is no indication of adverse pt effects.